Manufacturer narrative:
The lot number of the device was not reported and the device will not be returned for device analysis because it was discarded at the site. Distal embolization including to a previously uninvolved territory is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire2 revascularization device instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report through clinical data that a patient experienced a new embolization during a solitaire mechanical thrombectomy procedure. The patient was diagnosed with an acute ischemic stroke due to an occlusion in the distal m1 segment of the left middle cerebral artery (mca). A solitaire device was used in m1 of the left mca, which achieved thrombolysis in cerebral infarction (tici) score of 3 after two passes. A follow up angiogram showed a new a1 thrombus occluding flow to the aca territory. The physician then used another solitaire device to treat aca occlusion and achieved complete revascularization with a tici score of 3. The patient was then transferred back to the floor unchanged from the baseline status. It was reported that the patient was improved post-thrombectomy.